Event description:
A consumer reported that their thermometer was giving false negative readings on their child. The device allegedly was reading 2-3 degrees lower than the child's actual temperature. The child suffered a febrile seizure and was treated at a hospital, where it was confirmed that the pt had a fever. There was no complications from this incident, and the child is doing well. Kaz USA, inc, has requested that the device be returned to our company for testing.